Event description:
The customer reported being in the emergency room for a few hours with low blood glucose, and he was disconnected from the insulin pump. The blood glucose reading at time of call was 66mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned using the infusion sets for three to four days. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Advised the customer to speak with his doctor regarding his low blood glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.